Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.d4: catalog number is unknown. D4: UDI information is unknown.g2:manufacturing site address is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the disposable cassette caused the pump to exhibit a no disposable alarm. No patient injury was reported.